Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be related to procedural conditions (chords in the grasping zone). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. The first clip was an xtw targeting the posterior and septal leaflets. Leaflet insertion assessment on tee (transesophageal echocardiography) and ice (intracardiac echocardiography) appeared optimal prior to deployment. After deployment, a single leaflet device attachment (slda) was observed. The posterior leaflet was detached. Two additional xtws were implanted on the anterior and septal leaflets to further reduce the tr. The tr was reduced from grade 5 to 2. There were no adverse patient sequelae.